Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with the connected multiple patient receiver (org) and transmitters that lost connection. The cns kept shutting down and restarting by itself. The bme reported that the remote nurse stations (rns) on the floor took over supervising the patients that could not be monitored remotely. The bme had to remove the org and put a loaner org into use to get the transmitters back up. No patient harm was reported. Nihon kohden technician did trouble shooting with the bme and determined that the cns needs the hard drive (hdd) to be replaced. The bme purchased a hdd and replaced it in the cns. No further reports of this type have been received. The multiple patient receiver (org) device issue will be reported under a different medical device report number (B)(4). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when or if additional information becomes available. Additional device information: concomitant medical devices: the following device(s) were used in conjunction with the cns: model#: org-9110a, sn#: (B)(4), manufacturer date: 05/23/2013, unique identifier number: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with the connected multiple patient receiver (org) and transmitters that lost connection. The cns kept shutting down and restarting by itself. The bme reported that the remote nurse stations (rns) on the floor took over supervising the patients that could not be monitored remotely. The bme had to remove the org and put a loaner org into use to get the transmitters back up. No patient harm was reported. Nihon kohden technician did trouble shooting with the bme and determined that the cns needs the hard drive (hdd) to be replaced. The bme purchased a hdd and replaced it in the cns. No further reports of this type have been received. The multiple patient receiver (org) device issue will be reported under a different medical device report number (B)(4).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with the connected multiple patient receiver (org) and transmitters that lost connection. The cns kept shutting down and restarting by itself. The bme reported that the remote nurse stations (rns) on the floor took over supervising the patients that could not be monitored remotely. The bme had to remove the org and put a loaner org into use to get the transmitters back up. No patient harm was reported. Nihon kohden technician did trouble shooting with the bme and determined that the cns needs the hard drive (hdd) to be replaced. The bme purchased an hdd and replaced it in the cns. No further reports of this type have been received. The multiple patient receiver (org) device issue will be reported under a different medical device report number (B)(4). Service : customer's bme replaced the hard drive in the cns and no further reports of this type have been received. Investigation summary: hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H10: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with the connected multiple patient receiver (org) and transmitters that lost connection. The cns kept shutting down and restarting by itself. The bme reported that the remote nurse stations (rns) on the floor took over supervising the patients that could not be monitored remotely. The bme had to remove the org and put a loaner org into use to get the transmitters back up. No patient harm was reported. Nihon kohden technician did trouble shooting with the bme and determined that the cns needs the hard drive (hdd) to be replaced. The bme purchased a hdd and replaced it in the cns. No further reports of this type have been received. The multiple patient receiver (org) device issue will be reported under a different medical device report number (B)(4).